Event description:
Treatment of an aneurysm. Medtronic (covidien) received information regarding a manufactured product. During the procedure, it was reported that two pipelines (4.50mm x 18mm / 5mm x 14mm) could not be released from the capture coil. Both pipelines were removed from the patient without intervention. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00181.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The marksman and pushwire were returned for evaluation without the pipeline as it was discarded. The evaluation could not determine the cause of the event as the pipeline was not returned; however, the capture coil was found damaged and may have contributed to the reported event. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).